Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair and an abdominal wall repair procedure on (B)(6) 2012 and mesh was used. The patient is experiencing severe right mid upper quadrant abdominal pain, elevated while blood cells and constant fever over 101.9 degrees. The patient has been admitted to the hospital 18 times in four months. The patient was diagnosed with pain, fever and nausea. A CT scan was done which revealed a collection of fluid under the mesh. The patient was told by the doctor that he may be rejecting the foreign body. Additional information was requested.

Manufacturer narrative:
(B)(4) elevated white blood cells, pain occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).